Event description:
Pt status post plate and screw implantation, date unk, returned to surgeon approximately eights months post op complaining of pain. X-rays, date unk showed one of six screws was broken. Pt was returned to operating room on (B)(6) 2011 and surgeon removed the hardware. Pt was revised to an osteotomy, bone graft, and was implanted with lcp small fragment plate. It is not known which of the six screws broke. This is one of seven reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.